Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the high capture threshold allegation was not confirmed based on normal lead resistance measurements, a passing hipot test and inspection that showed no conductor fractures. The analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. The lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. The lead was explanted. No additional adverse patient effects were reported.